Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, high-volume inlet had foreign matter in an unspecified location. The foreign matter was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4: unique identifier (UDI). Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection of the returned sample showed small dark fiber on the white connector. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing or packaging process, as the particulate matter observed was either enclosed in the returned sealed product sample packaging or embedded in the product tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 (update codes) and h11. H11: the cause of the condition could not be determined. However, was possibly related to manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.